Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial#: (B)(4), implanted: (B)(6) 2005, product type: catheter. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4), ubd: 28-mar-2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2019 the MRI tech was requesting MRI compatibility guidelines. The patient had back pain and an MRI of the spine was being done for that reason today. The hcp had no further history regarding the pain. Per the hcp, the patient said that the pump had not worked since (B)(6) 2018, but the hcp did not know what was meant by not working. Additional information was received on (B)(6) 2020 from the managing healthcare provider that indicated that in clarification of the report that the patient¿s pump had not worked per the chart note documentation: (B)(6) 2018 problems with pump flipping and aspirated seroma. They planned to revise pump in or (operating room) (B)(6) 2018 but the patient developed colitis and surgery was cancelled. The symptoms the patient experienced was reported as patient felt like it was ¿flipping around¿ on (B)(6) 2018 note. On (B)(6) 2019, still unable to proceed with revision due to developed colitis attributed to c-diff. Was able to have pump filled at visit. Unable to access pump initially, was inverted/flipped within subcutaneous pocket. The physician was able to access pump after flipping within sub-q pocket. Excessive residual volume-expected 3.4ml but actual was 26ml, apparent pump malfunction likely attributed to catheter kinking related to catheter kinking related to pump flipping in the sub-q pocket. Rather than proceed with plan to fill pump with hydromorphine, the decision was made to fill pump with normal saline and program to minimum rate to avoid concern of excessive dosing of catheter were to become kinked yet preserve pump function. At this time there were still no plans to proceed with revision/replacement. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.